Manufacturer narrative:
Despite multiple attempts to obtain additional information, no number was provided. The lens remains implanted; therefore, a product evaluation could not be performed. The device history record could not be reviewed as the lot number is unknown. Based on the information provided, we are unable to determine a root cause.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that as the lens was coming out of the tip of the inserter the haptic rotated and poked through the capsule.the surgeon was able to maneuver the lens into the sulcus without any problems. The incision was not enlarged and no sutures were reportedly required. The lens is still implanted and the patient¿s current prognosis is "no sequelae" according to the surgeon.